Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: initial reporter's zip code is (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 475cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent removal and replacement with two 450cc mentor smooth round moderate profile saline breast implants on (B)(6) 2021.

Manufacturer narrative:
On july 21, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on august 5, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 475cc breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspections and microscopic examinations of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant had an area of shell abrasion in the posterior view. Additionally, a tear was found within the shell abrasion measuring approximately less than 0.1 cm. In addition, a missing material was observed in posterior view of the implant with a measurement of approximately 2.0 x 1.5 cm. The evaluation determined that the cause of the deflation was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of 0.1 cm of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).